Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the 1.8mm 2 flute drill bit 96mm/ w/marking (part# 310.508, lot# f-27586, qty# 1) was returned and received at us cq. Upon visual inspection, the drill bit was observed to be broken at the fluted end. The broken end was not returned. No other issues were noted. Dimensional inspection: a dimensional inspection was not performed due to it being post-manufacturing damage to the device. Document/specification review: the following drawing(s) was reviewed: drill bit ø1.8mm, w/marking: se_700322 rev. A (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is confirmed for the 1.8mm 2 flute drill bit 96mm/ w/marking (part# 310.508, lot# f-27586, qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part #: 310.508; lot #: f-27586; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 17 jun 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, three (3) drill bits were broken. There was no known patient or surgical involvement. There is no further information available. This report is for one (1) 1.8mm 2 flute drill bit 96mm/ w/marking. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Investigation summary visual inspection: the 1.8mm 2 flute drill bit 96mm/ w/marking (part# 310.508, lot# f-27586, qty# 1) was returned and received at us cq. Upon visual inspection, the drill bit was observed to be broken at the fluted end. The broken end was not returned. No other issues were noted. Device failure/defect identified? Yes dimensional inspection: a dimensional inspection was not performed due to it being post-manufacturing damage to the device. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: the complaint is confirmed for the 1.8mm 2 flute drill bit 96mm/ w/marking (part# 310.508, lot# f-27586, qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 310.508 lot #: f-27586 manufacturing site: (B)(4) supplier: sphinx werkzeuge ag release to warehouse date: 17 jun 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.